Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. The product problem was not evidenced in the event history log. The pump was started in application mode. The reported beeping problem was not reproduced during functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No functional fault was found with the pump. The downstream sensor was replaced as a preventive measure. No issues were found with clock battery. This component was also replaced as a preventive measure. The labels on the pump were replaced.

Event description:
It was reported that the clock battery on the cadd legacy 1 pump needed to be serviced. The pump was also double beeping. The rear labels on the pump were also damaged. No patient injury or complications were reported in relation to this event.